Manufacturer narrative:
(B)(4). The customer called the philips to report the device was displaying a 10003 error code, would not start/boot up and cycling power did not clear the condition. There was no report of pt involvement. Philips worked with the customer and determined that the cause of the issue was the external memory card. Removal/replacement of the external data card resolved the issue.

Event description:
The customer called the philips to report the device was displaying a 10003 error code, would not start/boot up and cycling power did not clear the condition. There was no report of pt involvement.